Event description:
It was reported that the foley catheter fell out one day after the placement due to water leakage. Per follow up via ibc on (B)(6) 2022, it looked that there was a pinhole on the catheter from the photo sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out one day after the placement due to water leakage. Per follow up via ibc on 28apr2022, it looked that there was a pinhole on the catheter from the photo sample.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. Photo samples were submitted which showed a hole in the shaft of the catheter. The 3 way amber foley catheter was returned without the original packaging. A blister was noted over the inflation lumen on the catheter, this is a manufacturing related failure. The balloon was attempted to be inflated with sterile water using a syringe. As the balloon was being inflated, water began leaking from the hole on the shaft of the catheter, the balloon was still able to be inflated but not fully as some of the water had leaked from the shaft; the device would not pass functional leak testing. As the catheter was being inflated, the inflation arm started to balloon, this could be a cascading failure; therefore, an additional record will not be created. The catheter was observed under the microscope. A potential root cause for this event could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.